Event description:
It was reported that the patient went to the emergency room because the pump was alarming. The pump was interrogated on (B)(6) 2012, and the event logs showed a series of 4 motor stalls and recoveries in the past 4 days. The longest stall lasted 27 minutes and the shortest was 5 minutes. The stall had recovered at that time. The patient had no symptoms initially, "at the time of the first few stalls", but later had "some increase in spasticity." The physician was unsure if this was related to the device, and it was also noted that the patient was tested and treated for a urinary tract infection at that time. The device system was used to deliver lioresal. It was initially reported that the device system was also used to deliver morphine, but this was not confirmed by information reported later. It was noted that electromagnetic interference sources were ruled out. The pump was replaced. It was noted that the catheter was fine and was not changed. The patient's status after device removal was reported as recovered without sequela.

Manufacturer narrative:
Product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: product type catheter. (B)(4). Analysis of the pump found a motor feedthru anomaly.

Manufacturer narrative:
(B)(4).

Event description:
Additional information confirmed the pump motor had stalled and recovered, however, the cause of the motor stall was unknown. It was noted that the pump stalled for "20-30 minutes intermittently and that multiple alarms went off multiple times and there was intermittent alarms of the baclofen pump." It was indicated that the patient was hospitalized as a result, but "mostly no acute symptoms" were associated with the reported event. It was noted that there was no patient injury. The drug delivered via pump was confirmed to be compounded baclofen.